Event description:
Healthcare professional reports pt/inr results lower than reference with the hemochron jr microcoagulation prothrombin time test. Hemochron jr generated 1.5 inr and on the same day laboratory result was 2.3 inr. Pt's therapeutic range: 2-3 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated (cuvette/single-use disposable). Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. No related ncmrs, complaint trends, or CAPA identified. Itc has requested all data required for form 3500a.